Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro and rad imaging failed. Physician completed the procedure using endoscopy. Customer provided no pt or procedural info other than to say the procedure was completed and pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.